Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it has been reportedly discarded. (B)(6). Manufacturing location: (B)(4), packaged by: (B)(4). Manufacturing date: april 19, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports during an open reduction internal fixation (orif) procedure for a fractured femur, two (2) separate screwdrivers seemed to slip out of the screw head recess. Surgeon was attempting to tighten a 5.0mm locking screw into the locking hole of a 4.5mm locking compression plate (lcp) condylar plate when the tip of the screwdriver began to slip within the screw head recess. Surgeon attempted to tighten the screws more slowly and carefully, but the screwdriver head on both devices kept slipping and spinning inside the screw head recess. Surgeon noted both devices seemed to be stripped to a point that they were no longer able to function properly. A spare screwdriver was readily available and was used to complete the procedure successfully with no delay and no harm to patient. This is report 2 of 2 for (B)(4).